Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the reported information, it is presumed that the reported phenomenon was attributed to the failure of low voltage differential signaling (lvds) unit, but it was not possible to identify the cause of the failure of the lvds unit. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image was not displayed while connection evis 190 series bronchovideoscope. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was inspected at olympus service operation repair center at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the electrical circuit board (low voltage differential signaling unit) while evis 190 series videoscope connecting. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.